Manufacturer narrative:
The device history record for the finished good was reviewed and no incident was documented that could have caused this type of non-conformance. No product discrepancies were found during the manufacturing of this lot. The customer sample was not available for evaluation; however, pictures of the device were sent for review. The picture showed a part of jp flat perforated drain 7mm full. Visible review of the returned pictures did not reveal what happened or what caused the drain to break. It is vital to the investigation that the customer sample be available for examination and testing. The non-conformance data since (B)(6) 2019 to present was reviewed and no issues that could be related to the condition reported were found. An analysis of the complaint data was also reviewed for the same time period and demonstrates that this is the first time that this type of issue was reported from this catalog number in the last 12 months. The lot number reported indicate the product was manufactured on july 16, 2019. Root cause for the reported concern cannot be identified with the photos and the amount of information available. No actions identified, since no evidence of a manufacturing issue was found. We will continue to monitor trends and utilize the information as part of continuous improvement.

Event description:
The customer reported the drain broke off inside the patient and required surgical removal. The drain was discarded by the customer. No other information was provided as the hospital is strict in providing information.